Event description:
New information received notes that programming changes were performed to resolve the issue. The patient condition is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to myopotential oversensing. No intervention was reported. There were no patient consequences.